Event description:
It was reported by the customer, on (B)(6) reported slightly wet dressing after washing performed later after blood sampling: performed further washing with 10ml syringe without further liquid leakage a point of insertion. On (B)(6) access for chemotherapy, PICC with good flow during infusion and aspiration but patient complained of burning/pain in arm during flushing with physiological saline in 10ml syringe, no leakage of liquid. Discontinued use of device and contacted anaesthetists who performed replacement under guidance. Once removed performed lavage with evidence of fissuring near the 5cm depth marker.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, on (B)(6) reported slightly wet dressing after washing performed later after blood sampling: performed further washing with 10ml syringe without further liquid leakage a point of insertion. On (B)(6) access for chemotherapy, PICC with good flow during infusion and aspiration but patient complained of burning/pain in arm during flushing with physiological saline in 10ml syringe, no leakage of liquid. Discontinued use of device and contacted anaesthetists who performed replacement under guidance. Once removed performed lavage with evidence of fissuring near the 5cm depth marker.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 4 cm and 5 cm depth markers on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.